Manufacturer narrative:
A review of the documentation and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
According to the initial reporter, the device was bent and fractured. One of the micropuncture transitionless stiffened cannula access set broke off inside a patient (1820334-2016-01458). In addition, with another one that almost broke recently (1820334-2016-01530). Additional information has been requested, however it was not provided at the of this report.